Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a blood glucose reading of 400 mg/dl. Customer had no symptoms of high blood glucose and no ketones. Customer does not have a back-up plan. Customer verified that insulin does exit the tubing. Customer agreed that the insulin pump was working as designed. Customer will monitor the pump. Other possible causes include the set, the site infection, site rotation, scar tissue, leaks, bent crimped cannula, improper seating of tubing connector, and inactive insulin.